Event description:
Customer reported when a pt was removed from the dpm 6 monitor, the monitor alarmed an asystole event instead of a lead off alarm. No pt injury was reported.

Manufacturer narrative:
Documentation from the event was collected and is currently under review.